Manufacturer narrative:
This report will be updated upon completion of the product investigation.

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) possibly had infection. The patient was bruising and had a rash around the implant. The patient also had a burning sensation. This device was explanted. No additional adverse patient effects were reported.